Event description:
Blood glucose readings have been high results of 200-455 mg/dl. It was reported meter read 504 mg/dl at 6 pm and emergency medical technicians (emts) were called. Reporter indicated not having high glucose symptoms and did not take insulin. Reporter stated at 6:10 pm the emt meter measured a result of 104 mg/dl. No treatment was reportedly rec'd however the emts advised customer to take insulin and wait half hour before eating. A request was made for the return of the suspect device and repalcement product was sent.